Event description:
It was reported that the right atrial (ra) lead had intermittent loss of capture. The lead was found to be dislodged. The lead was repositioned and obtained excellent thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).